Event description:
A power source alert was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The issue resolved itself during contact with the support team, prior to any troubleshooting efforts being made.